Manufacturer narrative:
Product ID: 3387-40, lot# 0209287617, implanted: (B)(6) 2015, product type: lead.

Event description:
A manufacturer representative reported that high impedances were measured on electrodes 0, 1, and 3. The patient was scheduled to have an MRI of their neck on (B)(6) 2016, but the scan was not done due to impedances being too high. Electrode impedances were measured at increased voltages and therapy impedance was measured to be normal. The following impedances were measured on the left side when tested at 3v: c-0 = 3583, c-1 = 2238, c-3 = 7081, 0-3 = 6505, 1-3 = 4798 and 2-3 = 6015 ohms. Impedances were measured to be within range on the right side. The ins was programmed to 0+, 1-, 2- at 3.95v, 100 usec and 130 hz on the left side. The patient suffered from tourette¿s syndrome and experienced fast and high amplitude uncontrolled head movement that could have contributed to the high impedance measurements. The patient had adequate stimulation on both sides. The issue was not resolved at the time of this report. No surgical intervention was taken or planned. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.